Event description:
Related manufacturer reference number:2017865-2022-08326. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead and right ventricular (rv) lead exhibited loss of capture and loss of sensing. It was further noted from x-ray that both leads were dislodged due to twiddlers. Both leads were explanted and new rv lead was implanted. The patient was stable.